Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that coring was observed while using bd phaseal¿ protector p50. The following information was provided by the initial reporter: material no: 515105 batch no: unknown. It was reported that coring has occurred with the p50 protector and etoposide. Event description per sfdc pir states: they have experienced coring with our p50 and p55 with etoposide. They are using assembly fixture. They have seen this issue with multiple drug manufacturers.

Event description:
It was reported that coring was observed while using bd phaseal¿ protector p50. The following information was provided by the initial reporter: material no: 515105 batch no: unknown it was reported that coring has occurred with the p50 protector and etoposide. Event description per sfdc pir states: they have experienced coring with our p50 and p55 with etoposide. They are using assembly fixture. They have seen this issue with multiple drug manufacturers.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure..